Manufacturer narrative:
Customer reported an extravasation with this injector to covidien product monitoring. There has been no service issues reported on this unit by customer which was installed in (B)(6) 2012. Customer did not indicate any malfunction or defect of the injector that contributed to the extravasation event.

Event description:
On (B)(6) 2012: customer reports via phone that they had experienced an extravasation of approx 15 ml of optimark. On (B)(6): customer reports via phone the female pt is doing fine. Customer did not provide any info regarding procedure or pt.